Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/19/2009 that a customer had an issue with a blood collection device. The customer reported the needle detached from the collection device and stayed in the pt. The needle was then removed from the pt and no further medical intervention was required.